Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the proximal femoral nail antirotation (pfna) blade was unable to screw into an unknown handle. There was no patient harm reported. This report is for one (1) pfna blade. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was completed: the visual inspection of the received pfna blade has shown that there are slight damages at the edges at the forefront of the blade are visible. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. No other visual damage could be observed at the blade. A function test with a the cq department available impactor for pfna blade (part 03.010.410 lot l522962) was performed. The complained malfunction of "blade was unable to screw into an unknown handle" could not be replicated. It was possible to attach the blade to the impactor without any issues and the tip of the pfna blade did rotate freely after attaching as required. Also, the blade was locked as required after the impactor was removed. The complaint is not confirmed as the received pfna blade is functional as required. The used impactor was not returned, therefore the root cause of the complained malfunction cannot be defined as it was not possible to replicate the occurrence with the received blade. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.